Event description:
Gonarthrosis [osteoarthritis]. Hyperthermia [hyperthermia]. Painful walking [mobility decreased]. Case description: gonarthrosis, hyperthermia, painful walking. Info was received on 10-dec-2007 from a physician regarding a female pt with a history of chondropathy-patellae of the knee who experienced gonarthrosis, hyperthermal and painful walking after receiving synvisc injections. The pt received synvisc injections in the left knee approx two months prior to event date and on the following month. On that day, the pt experienced knee pain. The pain improved the next day. Three days later, after physical therapy, the pain aggravated. On the next day, the pt experienced left knee effusion of 1.25 cm by comparison with the right knee with slight hyperthermia warmth and palpable effusion. The knee was aspirated and 12cm of yellow, cloudy, serous effusion was extracted. The microbiological results showed no bacteria. Only cell count of 1000/m and viscosity in the aspirate <3 deviated from the reference range of respectively <200 and >3. The decrease in blood cell count was 10/35. On the following day, the pt presented again with swelling with effusion, hyperthermia and painful inhibition of movement. There was no general fever reaction. The pt explicitly requested not to be hospitalized and received clindamycin 300mg 4x1 daily and voltaren resinate once per day. Two days later, the events had significantly improved and she had no more pain when walking. Clinically, capsular swelling of the left knee was only slight. There was no effusion, no hyperthermia and mobility was greatly improved. The blood cell count was 27/60. Three days later, the pt still experienced capsular swelling in the left knee without effusion. A slight hyperthermia was observed in the left knee by comparison with the right knee. Clindamycin was discontinued in view of the missing bacteria verification of the laboratory results six days before. The blood cell count was now 15/39. Ten days after the original date, the pt underwent electrotherapy which improved the complaints. The following month, there continued to be pain during motion and stress with more pronounced retro-patellar crepitation during movements than before the beginning of the injection series. The physician diagnosed gonarthrosis. The physician assessed the events as being moderate in severity and definitely related to the use of synvisc. At the time of this report, the pt had not yet recovered. Manufacturer's comment: corrective treatment: aspiration on the day prior to original date in 2007; clindamycin 300mg 4x1; voltaren resinate (dose unk).